Event description:
It was reported the device stopped functioning for about 5 hours. The device didn't generate any alarm, and exudate fluid was not removed properly. After the power was cycled, the device recovered and resumed functioning. The treatment was continued with a back-up device to avoid the same trouble.

Manufacturer narrative:
(B)(4).